Event description:
Additional information was received that it was confirmed that the right-side lead migrated. Surgery occurred to explant and replace the leads to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
¿Date of event¿ is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-00567. It was reported that the patient experienced ineffective therapy. Imaging showed that the right-side lead may have migrated. Surgery may occur to address the issue. It is unknown which lead is the right-side lead so both leads are being reported.